Event description:
The clinician placed the needle and had good blood return. She then pushed the button and it stayed in the down position and would not retract the needle. She tried to push the button again but there was no give in the button, it stayed in the down position. The clinician then placed her left hand on the catheter/hub portion and the needle completely pulled out of the hub. There was no harm to the patient, although he did need to be stuck again.

Manufacturer narrative:
The sample was received (B)(4) 2011 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).